Event description:
I am a (B)(6) currently living with my third guidant/boston scientific pacemaker and it is defective. For history, prior to 1997, I was experiencing significant atrial further and fibrillation. On (B)(6) 1997, an electrophysiologist (dr. (B)(6)) successfully ablated atrial further, but I retained the atrial fibrillation through the present date despite add'l ablation procedures to attempt to stop the afib. On (B)(6) 2000, dr. (B)(6) ablated my atrial ventricular (av) node and installed a pacemaker - a guidant pulsar model 1270 (serial no. (B)(4)). That first pacemaker was defective due to potential for body fluid leakage intrusion was recalled, and on (B)(6) 2005, I received a replacement guidant model insignia I ultra (ddro is-1 comp 1291 (B)(4)). The pulsar and insignia models both were designed to regulate heart rate performance based on a mix of two monitored parameters - body motion and respiration rate (called "minute ventilation" or mv). Both pacemakers allowed me to walk, run, ride bike, swim, play softball, rugby, racquetball and tennis nearly as well as I was able prior to experiencing any arrythmia symptoms. On (B)(6) 2015, I had my third/current pacemaker installed due to expiration of the battery life of the prior pacemaker. This current pacemaker is a defective guidant/boston scientific model l321 (serial no: (B)(4)). Like the prior two guidant pacemaker, the l321 is designed to regulate heart performance based on motion and mv, but the mv function is not working. I knew this l321 was defective from the date of installation due to the immediate differences I could sense in its performance. It took me 2-5 yrs from installation to the present date for my electrophysiologists (first dr. (B)(6), now dr. (B)(6) at abbott in (B)(4)) and the boston scientific staff to recognize the mv defect. Their temporary solution was to "turn off" the mv functionality leaving me with only motion sensing as the factor regulation heart rate. This is not acceptable since the pacemaker does not properly perform when I am biking or swimming due to lack of certain body motion; functioning at mountain attitudes when increased respiration due to low oxygen should cause the pacemaker to increase my heart rate (but it cannot with mv defect) resulting in sleep issues, and activity impairment, and lack of sexual performance in certain non-motion activities. I have also experienced episode irregular heart rhythms at rest since receiving the l321 pacemaker, and I had not had those experiences in the prior 15 years with the prior two pacemakers. These episodes make me lethargic and feeling anxious. Biking and swimming are important exercise activities for me because walking is problematic due to neuropathy and severe arthritis in my feet. I am totally dependent upon my pacemaker since I had an atrial ventricular (av) node ablation in 2000. In pacemaker check ups in the last few years. I do not have a recovery/residual heart beat when the pacemaker is turned down to 30 beats per minute (the lowest the nurse is allowed to go). I have now had 2 defective boston scientific pacemaker out of 3. I do not trust my life to this defective l321 unit and want it replaced.